Manufacturer narrative:
Manufacturer evaluation of the information provided determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the types and sizes of the patient tissue samples being processed. Specifically, the "factory 1hr xylene standard" protocol is not appropriate for processing "skin biopsies" of "2mm 3mm" in size. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Based on the information available, the root cause of contamination of the wax in wax chamber 1 as observed by the leica field applications specialist could not be unequivocally determined.

Event description:
On 31 march 2023, the complainant contacted leica biosystems and the following information was documented: "no error prompted ran to completion 3 runs affected under process tissue. Reagent change prior to run was bottle #3&10. Eosin are incorporated on all alcohol but the tissues did not have any eosin dye on it. The user also noticed a strong formalin smell when they opened the retort.". On 04 april 2023, the assigned leica field applications specialist-core histology (fas) visited the customer site and documented the following information: "...w1-contained water separation, most likely formalin, smell of formalin...w4 heavily contaminated, smells of formalin, condensation on w3/w4 bath lid...". On 04 april 2023, the fas also documented that under-processed patient tissue samples had been noticed at embedding: the patient tissue samples exhibiting sub-optimal processing were derived from three (3) "1 hr protocol" comprising 24 cassettes with the start/end time and date of the affected run detailed as "2 runs-retort a and b on 3/30/2023 end time : 8:05am /8:21am (unsure of start time, possibly around 6:00am same day). 1 run on retort b on 3/31/2023 end time: 8:28am (unsure of start time, possibly around 6:00am same day)"; the tissue type affected patient tissue samples was detailed as "skin biopsies"; the sizes of the affected patient tissue samples were detailed as "2mm - 3mm" respectively and the affected patient tissue samples had been re-processed. On 04 april 2023, a leica field service engineer (fse) visited the customer site to assess the operation and function instrument, and the following was documented: "had the customer drain out all of the wax baths prior to arrival. Flushed out the wax baths along with all of the xylene bottles with alcohol alternating between retort a and b. Ensured that after every drain the wax baths and retorts were wiped clean. Repeated these fill and drains with xylene as the next step keeping with the practice of wiping out the baths/retorts after each drain. Customer refilled up all of their bottles with new reagents making sure to step them up. Ran two quick cleans on retort a and b. Shipped the customer a new bottle for their bottle 11 that was having fill/drain errors from it. During fill and drains a small piece of material was found at the air vent of bottle 11. Removed the piece and verified that bottle 11 was able to fill and drain correctly.". On 10 april 2023, the assigned leica field applications specialist-core histology (fas) received information from the complainant that all patient cases involved in this event were diagnosable; and re-biopsy of a patient(s) had not been either recommended or performed.